Event description:
A generator was returned to the manufacturer from the explanting facility after removal due to an unknown reason. The device had analysis completed where it was verified that high impedance was present. Attempts to obtain additional information, including the explant date and if high impedance was present prior to explant have been made but no additional information has been received to date. The generator confirmed in its ability to accurately measure impedance values and performed according to all functional specifications. A review of the available programming history showed that at one point in time the generator and lead showed good impedance values.